Event description:
It was reported that a shaft break occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 25mm in length, concentric and de novo target lesion was located in the non tortuous and moderately calcified unspecified vessel. A 3.00mm x 28mm liberté stent was advanced; however, resistance was encountered and the shaft was kinked and fractured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).